Manufacturer narrative:
Device analysis: 1 empty syringe of 1.0ml received without cap nor needle. A crack is observed at the 3mm luer lock level.

Event description:
Healthcare professional reported "during the procedure" a syringe of juvéderm ultra plus¿ xc "burst." No injuries reported. No further information was provided.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: precautions for use ¿ if the needle is blocked, do not increase the pressure on the plunger rod but stop the injection and replace the needle. Method of use-posology ¿ juvéderm ultra plus¿ xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. ¿ remove tip cap by pulling it straight off the syringe. Then firmly push the needle provided in the box into the syringe, screwing it gently clockwise. Twist once more until it is fully locked. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, and pulling the two hands in opposite directions. Inject slowly. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level.

Event description:
Healthcare professional reported "during the procedure" a syringe of juvéderm ultra plus¿ xc "burst." No injuries reported. No further information was provided.